Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported broken keypad, which was confirmed and reproduced. The device evaluation found #0, #2, (.), #4, #5, #6, #7, #8 and the #9 keys to be inoperable caused by a failed keypad. It was observed that when any of the remaining functional keys were selected, an automatic output of the #0 key would occur following the selected key's function (e.g. When the #1 key is pressed, 10 will be displayed. With the automatic output of the #0 key, an asterisk would be present when prompted to enter the biomed password after selecting the biomed options). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported that there was no patient involvement.